Event description:
Pt underwent turp (transurethral resection of the prostate). When they were in the middle of procedure the surg, tech. Advised the surgeon there was smoke coming from the bipolar cord. The surgeon confirmed there was smoke coming from the cord. She immediately stopped the procedure and the called the anm to notify her about the incident. The patient was not harmed. The procedure ended without further incident.